Manufacturer narrative:
Concomitant medical product: product ID 97740 serial# (B)(6) product type programmer, patient this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt left a voicemail, which was forwarded to patient services (pss), where they reported their stimulation had "kind of gone out of control yesterday" and pt couldn't shut stim off as the patient programmer (pp) wouldn't work or turn on even after changing the batteries. Pt said the stim was "hurting me now" and was out of control. Pt said they needed someone to tell pt how to turn stim off. Pss then called pt's number in the voicemail to assist them. Pt provided further info and said they were charging the implant up and while charging, the stim just switched on by itself very strong and the stim felt bad. Pt said they then grabbed the pp but the pp was dead after pressing all the buttons on the pp. Pss put on the implantable neurostimulator recharger (insr) and at first said they saw eri, but after bypassing they saw the ins charging screen (pt mentioned the ins battery wasn't full even though they charged full yesterday, which surprised them). Pt was able to successfully turn stim off using the insr and confirmed the uncomfortable stimulation was gone. Pt then examined pp and didn't see any damage to the battery compartment. Pt put in brand new batteries but the pp still didn't turn on. An email was sent to repair to replace the pp. The patient was redirected to their healthcare provider (hcp) to address the stim turning on by itself. Pt mentioned they had an hcp appointment on may 4th at 11 and also that a rep was already going to be there for reprogramming as pt hadn't had that done in 3 years.

Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient b3: event date is date valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt left a voicemail, which was forwarded to patient services (pss), where they reported their stimulation had "kind of gone out of control yesterday" and pt couldn't shut stim off as the patient programmer (pp) wouldn't work or turn on even after changing the batteries. Pt said the stim was "hurting me now" and was out of control. Pt said they needed someone to tell pt how to turn stim off. Pss then called pt's number in the voicemail to assist them. Pt provided further info and said they were charging the implant up and while charging, the stim just switched on by itself very strong and the stim felt bad. Pt said they then grabbed the pp but the pp was dead after pressing all the buttons on the pp. Pss put on the implantable neurostimulator recharger (insr) and at first said they saw eri, but after bypassing they saw the ins charging screen (pt mentioned the ins battery wasn't full even though they charged full yesterday, which surprised them). Pt was able to successfully turn stim off using the recharger (insr) and confirmed the uncomfortable stimulation was gone. Pt then examined pp and didn't see any damage to the battery compartment. Pt put in brand new batteries but the pp still didn't turn on. An email was sent to repair to replace the pp. The patient was redirected to their healthcare provider (hcp) to address the stim turning on by itself. Pt mentioned they had an hcp appointment on may 4th at 11 and also that a rep was already going to be there for reprogramming as pt hadn't had that done in 3 years.